Manufacturer narrative:
This follow-up MDR is being submitted to correct an h6 medical device problem code that was inadvertently omitted from the initial report. The h6 medical device problem code restricted flow rate (a140508) was not included in the initial MDR and has now been correctly added.

Manufacturer narrative:
The impella device has not been received from the customer; therefore, investigation of the device has not been possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
An impella cp was being placed femorally to support the morbidly obese 69 year old male patient, noted to be 121kg with a deep tissue track as the femoral artery was greater than 7cm deep. The cp was being placed for the planned high risk coronary percutaneous intervention. Before placement of the pump, the team had 7-8 failed perclose deployments before hemostasis was thought to be achieved. The cp was placed however a hematoma developed and hypotension. The team made choice to explant the pump, allow for surgical closure, and infuse blood products back to the patient. No information has been shared regarding if the coronary intervention proceeded without any hemodynamic support from any other devices.

Manufacturer narrative:
Section e initial reporter state was inadvertently omitted on the initial manufacturer device report number. Hypotension: the cause of the injury was not determined due to insufficient clinical details. Hematoma / major bleed / access site adverse event: the cause of the issue was not determined without returned product investigation and sufficient clinical details. Low or blocked pump flow: the cause of the issue was not determined without returned product investigation and sufficient clinical details, including data log.